Manufacturer narrative:
The pacemaker was returned for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process of this pacemaker were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The pacemaker underwent a status interrogation, and the device memory was analyzed. The device status eri had been activated on (B)(6) 2020. The charge drawn from the battery was checked. The check indicated that the discharge of the battery was not as expected. The pacemakers capability to provide therapy was tested. No capability to provide therapy existed. The pacemaker was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was then connected to an external voltage source, and it underwent another electrical function check. The current uptake of the electronic module was examined and proved to be inconspicuous. The module was fully capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer of the battery for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were checked. During the measurement of the battery voltage, a discharge battery was confirmed. A performed microcalorimetric measurement showed no anomalies. In a next step, the battery was opened and analyzed. No internal electrical short-circuit could be detected during the analysis. However, it cannot be ruled out that a temporarily occurring electrical short-circuit contributed to the increased internal self-discharge of the battery. In summary, it was not possible to unequivocally determine the cause of the premature battery depletion. The electronic module proved to be free of defects.

Event description:
After an implantation period of approx. 58 months, it was observed that the device shows eri status.